Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted following receipt of additional information.

Event description:
It was reported that when the customer opened the box and removed the pediatric quadrox from the sterile package, the arterial outlet was not connected to the main body of the oxygenator. There was no patient involvement. (B)(4).